Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as dry red skin with no open sores. There is no allegation of a device malfunction. The patient's applied a cream on her skin which did not help. Follow-up indicated that the patient consulted her physician who prescribed a cream and that the irritation was getting better.